Event description:
It was reported that the patient experienced a surgical procedure to have a revision of an inflatable penile prosthesis(ipp) due to activation issues with the device. A patient outcome was not reported.